Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument wires were malfunctioning/not moving properly. The procedure was completed with no reported injury. Intuitive followed up but no additional information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive received the maryland bipolar forceps. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.